Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, stripes in image occur, and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the failures occurred during preparation for a laparoscopy procedure. The procedure was completed with an identical back-up device.

Event description:
It was reported the subject device had loose contact and picture failures. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.